Event description:
Caller states pt tested 5.7 inr on coaguchek s system and 3.3 inr on comparison lab. Rptr is unsure if medications were taken as normal the day of testing. No adverse events reported. Requested return of suspect system and replacement was sent.